Manufacturer narrative:
The initial report failed to answer question "h1" for type of reportable event. This report is updating section "h1" to correctly the categorize the incident as a malfunction. The intermittent failure to discharge of the device has been attributed to a malfunctioning switch on the customer's multi-function cable, serial number 1995. The switch on the multi-function cable has been replaced. The reported problems of the device not powering up and the device taking too long to charge have not been duplicated. The device meets all performance specs. The multi-function cable has been repaired and has been returned to the complainant's facility along with the pd1200 defibrillator.

Event description:
Complainant alleged that the staff of the ICU department was attempting to defibrillate a 57 y/o male pt with coronary artery disease. The complainant alleged that the device was taking too long to charge (joule setting unknown), and intermittently failed to discharge and power up. The pt was eventually converted to a normal sinus rhythm. There was no adverse effect on the pt as a result of the reported malfunction. The first and second units used on the pt during the defibrillation attempts also failed and were reported under medwatch report numbers 1220908-1998-00240 and 1220908-1998-00238. Please reference medwatch report number 1220908-1998-00237 (same pt, but different event date and different device serial number.)